Event description:
It was reported that stored iegms showed post-paced t-wave oversensing occurring on occasion. Program adjustments were made. An ergometer test was done to better adjust the settings. During the test a vt episode occurred changing morphology. T-wave oversensing could be reproduced. With the existing settings, all vts have been detected and terminated appropriately with atp therapy. The patient condition after the event was normal.

Manufacturer narrative:
(B)(6).